Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon did a revision of a primary right knee due to a loose femur. Patient presented with pain and radiographic images showed signs of radiographic loosening of the femoral component. Surgeon revised femoral component and swapped the poly.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place due to a loose femoral component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon did a revision of a primary right knee due to a loose femur. Patient presented with pain and radiographic images showed signs of radiographic loosening of the femoral component. Surgeon revised femoral component and swapped the poly.